Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a discolored patient cable on the mobile power unit (mpu) was confirmed via the submitted mpu. The mobile power unit, serial number: (B)(6) was returned and evaluated at the european distribution center (edc). The unit was returned with a discolored/dirty patient cable; however, the unit functioned as intended. The unit passed all functional testing and the patient cable and red battery strap were returned to product performance engineering (ppe) for analysis. The patient cable was connected to a test mpu and functionally tested with a test system controller and mock circulatory loop and no issues or atypical alarms were produced. Provided information stated that the unit was returned from meditec. There is no prior information known. The patient is unknown for the edc and the device was returned for maintenance and is no longer used. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook, under section 6 ¿caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the power module patient cable. Heartmate ii instructions for use, under section 8 ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook, and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Pending investigation completion. The investigation results will be provided in final report.

Event description:
It was reported that the patient cable on the mobile power unit was discolored and unable to be cleaned. The red battery strap was damaged. Patient cable and red battery strap were replaced. Software was upgraded to (B)(4).